Manufacturer narrative:
The subject device (opening air water pipe and nozzle) was repaired onsite at a third-party local service center. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device exhibited no air issue. There was no patient or user injury reported due to the event. The subject device was returned to a third-party distributor for inspection. Upon inspection and testing of the returned device, there was foreign material suspected in the nozzle due to potential insufficient/incorrect reprocessing of the device. This report is being submitted for the malfunction found during device evaluation (possible foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "-IFU: olympus gif-h185 olympus cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. -IFU: olympus gif-h185 olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.